Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller alleges the check/menu button on all three of his accu-check pumps has become defective within a year and does not work. No adverse event reported. Requested return of the alleged device for evaluation.